Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the tissue pad fell off. Another device was used to complete the case with no pt consequence.